Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report a complaint regarding the 4"x4" island dressing, sterile 50/bx. The patient called to report that the island dressing causes a rash. The patient did inform his nursing staff which asked him to stop using the product. The patient states that he noticed the rash about 1 month ago but the itching has gotten worst of the last week. There was patient involvement, patient reaction (rash), no medical intervention reported. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".